Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure stent damage occurred. Vascular access was obtained via the brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and calcified left common iliac artery. The target lesion was pre dilated with a 4mm balloon catheter. A 7.0x40x135 cm express ld vascular stent delivery system (sds) was advanced but could not cross the target lesion. The express ld vascular sds was removed and target lesion was pre dilated with a 7mm balloon catheter. Again, the express ld vascular sds was advanced to the target lesion and it was noted that the tip of the stent was "lifted" from the express ld vascular sds delivery balloon. The express ld vascular sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).